Manufacturer narrative:
Upon completion of investigation ,a follow up report will be filed.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The investigation of the returned valve did confirm a problem. The lot number was cphbkz, serial number (B)(4), product code 82-3832. The position of the cam when valve was received was 80mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 80mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification:biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve product code 82-3832 with lot cphbkz conformed to the specifications when released to stock on the (B)(4) 2013. The root cause of the problem found is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Customer called and informed that: "a codman programmable shunt was not functioning properly, and had to be explanted. A new codman shunt was implanted in the patient. Patient is now in stable condition. No other details available. Please send the evaluation results to the customer".